Event description:
It was reported that the holding tool m3 broke off in the tibia tray. A second implant and holding tool was used.

Manufacturer narrative:
The reported event that could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the visual inspection of returned device confirms the holding tool is broken. The threaded end of the holding tool is broken inside the engaging hole of tibial tray. The fracture pattern of the broken surface suggests brittle fracture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. The event was caused by application of higher external forces that contributed to breakage. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the holding tool m3 broke off in the tibia tray. A second implant and holding tool was used.